Event description:
Information was received from a user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that the bone cement was identified as faulty before use. The bone cement was identified as faulty before use because the monomer crystalized. The product was never implanted. There was no patient involved.

Manufacturer narrative:
G2: country of origin is india. G3: the reported product c05b is not marketed in us but a similar product with product ID: cx01a, UDI: (B)(4) with 510(k)# k102397 is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.